Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by an orthodontist who recommended they cease byte treatment. The patient will require attachments on the upper left to be able to fully seat the occlusion as well as on the upper centrals to adjust the length. A letter of recommendation was provided.